Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 474 mg/dl. Troubleshooting was performed. Customer reported to present nausea. Customer had an emergency it and corrected the high blood glucose with syringe. Customer was not hospitalized or visit the hospital due to the event. Customer stated that they believes insulin pump was infusion more insulin than expected. The reservoir will not be returned for analysis.